Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Information received indicated that no other information is available due to hospital and surgeon policy. Should additional information become available in the future it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
It was reported that the patient has a revision surgery of the right knee on (B)(6) 2016 due to painful knee and loose baseplate.